Event description:
Dexcom was made aware on 05/30/2024, that on (B)(6)2024 the patient experienced a skin reaction. Date of event is an approximation. It was reported that the patient experienced a skin reaction with itching, burning, a rash, redness, inflammation, pimples, blisters, scarring, drainage, and pustules under the entire patch area which occurred on an unspecified day after the sensor had been inserted (sensor location not specified). The patient was prescribed oral amoxicillin for the skin reaction. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).